Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
The patient's lv lead impedance and threshold have increased. Chest x-ray shows the lead position appears to have not moved. No evidence of lead perforation but there is evidence of a lead fracture. Due to the risks of performing a lead revision it was determined to not perform it at this time.